Event description:
Complainant alleged that while attempting to defibrillate a patient (age unknown) the device was charged to an unspecified joule setting over 30 joules, user attempted to defibrillate with paddles, however the paddles were not connected to the multi-function cable, the multi-function cable was attached to the device's test port. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.